Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the ins was "misfiring" for the pt was in excruciating pain for they had horrific shocking pains. When asked for event date caller said they had been trying to get in touch with a medtronic rep since february but no one would respond. Now the pt could not talk for they could not catch their breath. Yesterday was so bad that they took the pt to the emergency room. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated she suspected something was going on with the stimulator since last year. Pt clarified that last year she started to feel shocking sensation every time she would put her head forward it would shock her in the neck area and she would get a pain sensation in her chest and then it would go off like a "heartbeat" pt stated she was admitted to the hospital (B)(6) 2023 due to the chest pain from the ins shocking her. Patient stated she gets ketamine infusions every 3 to 4 months due to pain from an accident she had (B)(6) 2021. Pt stated she wears a brace from breaking her ankle and that causes her to be out of alignment. Pt stated she had a ketamine infusion (B)(6) 2023 pt shut off the ins because she started to feel the shocking sensation in her neck and chest. Pt reported last week she had horrible pain all over her right leg and hip and groin. Patient stated it was a shooting pain in her right thigh across her leg. Pt stated the pain came up from her knee all the way back behind her leg to her hip. Pt stated that the pain felt like she stretched something in the back of her leg. Pt turned her ins back on and on tuesday patient stated she felt pain in her hips so bad she could barely walk or get dressed. Pt mentioned that she felt bad muscle spasms in her back along her middle spine and she has not had any problem in her upper back before. Patient turned stimulation off after that because it was driving her nuts. Pt stated that she is still having horrible back spasms even with stimulation off. Patient services (pss) suggested that pt have her ins / leads checked and programming checked. Patient service specialist is sending a message to the field representative about patient call. The patient's relevant medical history included patient mentioned she broke her ankle and has crps. Patient stated all of this is causing her to be out of shape.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.